Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that following a diagnostic catheterization, an angio-seal was selected for use. Although access appeared to be in the sfa in the femoral angiogram, the vessel was large and disease free, so the angio-seal was deployed. Hemostasis was achieved. The patient was discharged home. A visiting nurse monitored the patient at home for follow up care and ongoing assessment. The patient presented at the office on (B) (6) 2010, for routine follow-up, and was found to have compromised circulation in the right leg, with purple discoloration to the foot. The patient experienced pain in her leg and foot. A visiting nurse reported that they had attempted to contact the physician, but did not have success. The patient was admitted to the hospital on (B) (6) 2010. A duplex ultrasound confirmed a larger pseudoaneurysm. Surgery was performed to resolve the large pseudoaneurysm. The patient was still in the hospital, but appeared to be doing fine post-op.